Manufacturer narrative:
No blood was observed on or within the device. The formed needle and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exposed portion of the soft cannula was observed to kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects were found with the device. Although the cannula was kinked, the timing and cause of the damage is unknown. An 0x33 alarm was generated, meaning "command not received when prev. Cmd had mctf bit set". The initial download data did not return timeouts or drive stalls. During investigation, the device was paired to a master pdm and a 5 unit bolus was successfully delivered, with the rerun download data showing the device functioned as intended without timeouts or drive stalls. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.